Event description:
It was reported that when the programmer end session was attempted after the procedure was completed during an implantable cardioverter defibrillator (ICD) replacement operation the screen became black, and froze. A restart resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.